Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article was received entitled "survival rates and causes of revision in cemented primary total knee replacement". Literature article "survival rates and causes of revision in cemented primary total knee replacement" by o. Gothesen, b. Espehaug, l. Havelin, g. Petursson, s. Lygre, p. Ellison, g. Hallan, and o. Furnes published by the bone & joint journal doi:10.1302/0301-620x.95b5 was reviewed. The article purpose: to investigate the rate of survival and causes of revision for seven brands of cemented primary total knee replacement (tkr) registered in the norwegian arthroplasty register (nar) between 1994 and 2009. The article reports: the inclusion criteria were met by 2606 lcs classic and 3714 lcs complete tkrs. All tkrs were cemented (manufacturer unknown) and were inserted without patellar components. There was an increased risk of revision for aseptic tibial loosening in the lcs classic and lcs complete. Overall, lcs classic and lcs complete both had lower survival rates than three of the competitor products. Depuy products involved: lcs classic and lcs complete. Complications with lcs classic: tibial loosening (58), femoral loosening (16), joint dislocation (9), joint instability (13), implant misposition (13), infection (21), fracture (8), pain (14), polyethylene wear (1), joint stiffness (1), surgical intervention (154). Complications with lcs complete: tibial loosening (32), femoral loosening (10), joint dislocation (1), joint instability (10), implant misposition (5), infection (33), fracture (4), pain (11), polyethylene wear (3), joint stiffness (5), surgical intervention (125). The first 5 products are to capture the adverse events associated with the lcs classic components. The following 5 products are to capture the lcs complete components.